Manufacturer narrative:
Product analysis: analysis was able to confirm that no software update history was present on the programmer. Analysis also noted that the touchscreen was out of specification, the keyboard was worn but still working, the keyboard hinges were broken, the cordbay was worn, the hasp latch was worn, the bezel had minor damage, and the stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not load any software. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis.